Event description:
It was reported that 5 syringe 10ml ll were damaged before use. The following was reported by the initial reporter: "during inspection at togo medikit, some products were found to be damaged (cracked/broken)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-05. H6: investigation summary: five physical samples and photos received. Upon observation, the plunger rod appears broken. Since no lot number was provided, a potential root cause could not be defined, additionally corrective actions are not necessary. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 syringe 10ml ll were damaged before use. The following was reported by the initial reporter: "during inspection at togo medikit, some products were found to be damaged (cracked/broken)."